Event description:
A hospital reported that upon the initial infusion of blood via a 3m¿ ranger¿ pressure infuser, 14510 with the use of 3m¿ ranger¿ high flow warming set (model 24355) lot hx9090, blood leaked at the leur connection. Upon transferring the patient from the operating table to the bed, the coupling allegedly became loose and released quickly resulting in a large opening in the lumen with blood leakage. No issues occurred with the 3m¿ ranger¿ pressure infuser, and no patient or staff injury was alleged. The administration of fluids was restarted with a new cassette. No medical interventions were reported.

Manufacturer narrative:
It is unknown if the reporter is a health professional. Device has not been returned; therefore, 3m is unable to verify the leak, identify exact location and determine the root cause without the sample. 3m will continue to monitor.